Event description:
Boston scientific received information that the patient with this device had been hospitalized in ill health and reported as very unstable. During hospitalization, the patient went into a ventricular tachycardia (vt) rhythm, at which time the physician waited for the device to detect and deliver therapy. The physician waited to see if the device would deliver therapy, but external therapy was delivered instead. Following intervention, the patient's rhythm degenerated into ventricular fibrillation (vf) and again the medical staff waited for the implanted device to deliver shock therapy. Once again, the device failed to deliver therapy and the physician delivered additional external shock(s). All efforts to restore the patient to a normal sinus rhythm were unsuccessful via external defibrillation and ultimately the patient passed away. The device was not interrogated post mortem and no return of product is expected. It was; however, reported by the sales representative, that the implanted device had been programmed to a monitor only vt-1 zone, thus no therapy would have been delivered during detection falling into this category.

Manufacturer narrative:
In the absence of a returned product or any other available information, this case will be closed. Should additional information become available, the event will be reevaluated.